Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.

Event description:
It was reported that the flip cutter was used to drill into the tibial socket. When the device was in the tunnel, the flip tip of the device broke off the shaft and got lodged in the tibial bone. The dr. Could not locate the fragment through arthroscope. X-ray was called and fragment was detected and confirmed to be lodged in the bone and not freely floating in tissue. The dr. Opted to leave fragment as it was secured in the bone. A low profile reamer was used to complete the case. Acl reconstruction.